Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu/generator, model vio 3, part number (p/n) 10160-000, serial number (B)(6)) system was involved in a patient incident to treat an angiodysplasia in the cecum. No information was provided regarding the accessories used or the settings of the equipment (note: it was reported that the patient was able to feel the current when argon plasma coagulation was used in the procedure.). Upon the argon plasma coagulation treatment on (B)(6) 2024, a delayed perforation occurred. On (B)(6) 2024, the patient underwent a laparotomy to partially remove the cecum to address the issue.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely, there were many factors involved in the reported incident. Specifically, upon the intervention work in the cecum (a very thin-walled area), the remaining tissue of the bowl did not stay intact which resulted in the perforation. In closing, no conclusive determination could be made as to the cause of the event. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.